Event description:
The event is reported as: the clips jammed. No further info available. No pt injury reported.

Manufacturer narrative:
Device is available for investigation, but not received yet. Investigation is ongoing and a follow up report will be sent when completed.